Manufacturer narrative:
(B)(4). The device history record of batch number 74j2201060 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications.

Event description:
Reported issue: we observed a leak on the section of the tube between the chamber and the red connector. The device was replaced and there was no injury.